Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the stem. Complaint history review cannot be performed without product identification for the stem. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported the patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due to alval. The head and stem were explanted. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: (B)(6) zb 12/14 cocr hd 32mm x +0 60703458 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.